Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
Acl meniscal repair; doctor at (B)(6) private hospital, (B)(6) 2018. Patient had large bucket handle tear, surgeon was trying to get anterior with the gun, and after first back stop was successfully deployed, the gun broke at the needle interface whilst he was levering against the skin to get the right angle. Ten minute delay to procedure. Relevant patient pre-existing conditions/ comorbidities: acl rupture and meniscal tear. (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : no ncr, no relevance to complaint condition: DHR review part number: 228151, supplier lot number: l613086, release to warehouse date: 11/8/2017, manufacturing date: 10/25/2017, expiration date: 9/30/2020, supplier: n/a, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. UDI: (B)(4).

Event description:
Acl meniscal repair; doctor at (B)(6) hospital (B)(6) 2018. Patient had large bucket handle tear, surgeon was trying to get anterior with the gun, and after first back stop was successfully deployed, the gun broke at the needle interface whilst he was levering against the skin to get the right angle. 10 minute delay to procedure. Relevant patient pre-existing conditions/ comorbidities; acl rupture and meniscal tear. Male patient initial. Additional information received on 6/15/2018. There was successful deployment with the first gun . That was left insitu. The one that failed, all implants (2xbackstops and sutures) were removed. It was removed by cutting the suture and manipulating the meniscus to retrieve first back stop. It was deployed inside the patient. I am not sure what you mean by 'fall into the patient' everything removed. Everything was removed. The procedure was completed using an inside out technique for meniscal repair. Patient consequences were longer anaesthetic time,and a mini open procedure.